Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ambulance transported customer to the emergency room (ER) and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of 29 mg/dl. Reportedly, the customer was monitored; however, customer could not recall specific treatment received. The customer was discharged on (B)(6) 2022 with no permanent damage. Reportedly, the customer had delivered two manual boluses within a short period of time. System check with tandem technical support confirmed that the pump and related supplies were operating as intended.